Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 13 centimeters (cm) from the terminal pin or .3 cm from likely suture placement. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc). An x-ray was performed and didn't reveal any anomalies, however, upon opening of the pocket, the device was picked up and the portion of the lead that was under the device was observed to be fractured. During explant of the lead, the lead broke and separated at the fracture location. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.